Event description:
It was reported that during a conization, ¿replace hand piece¿ was displayed and the attachment part of the hpblue and the sngcb became hot and the blade was broken off outside the patient. No pieces fell into the patient. No one got burned due to the event. Another hpblue and another sngcb were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the sheath completely loose of the shrouds assembly. In addition, the friction lock button was not present and not returned. The blade was visual inspected and it was in good condition and not broken as it reported by the costumer. The device could not be tested due to the internal damage of the instrument. The instrument was visually inspected and thermal damage at the shrouds and insulated pin interface were found. This damage could have resulted from not torquing the instrument properly to the hand piece; resulting in excessive heat generation. It is possible that an alert screen was displayed during usage. This could have happened due to the hand activations wires making contact caused by thermal damaged.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.